Manufacturer narrative:
Juvéderm® volbella® with lidocaine. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations, or non-conformances noted. The event of "hard inflamed nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported events are addressed in the product labeling. No additional information is available at this time.

Event description:
Healthcare professional reported injecting the patient in ck3 with 1 ml of juvéderm® volift¿ with lidocaine, in ck1, top model, ck2, t1, tt, ck5, and ck4 with 5 ml of juvéderm¿ voluma¿ with lidocaine, and in tt and around t1 with 2 ml of juvéderm® volbella® with lidocaine. Approximately 3 months and a week after the injection, patient experienced hard inflamed nodules. No treatment has been performed for the symptoms. The event has not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00674 (allergan complaint # 2284507) and MDR ID # 3005113652-2020-00676 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine.